Manufacturer narrative:
The reported event is confirmed and the cause was unknown. Visual evaluation noted one photo sample received showcasing top view of used guidewire with no original packaging. Jacket is not uniform along the guidewire as some parts of the guidewire are exposed while other parts are encased within the jacket. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inadequate material selection, and/or bonding between layer, degradation. The product was used for patient diagnostic or treatment. The product influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the doctor found the coating flaking on the guide wire and did not use it on the patient. It was stated that the guide wire was replaced with a new kit of guide wire.

Event description:
It was reported that the doctor found the coating flaking on the guide wire and did not use it on the patient. It was stated that the guide wire was replaced with a new kit of guide wire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.